Event description:
It was reported that the sheath was inserted in the pt's right internal jugular and subsequently the 7.5 fr swan ganz catheter was inserted in the sheath. Six days later, in the operating room, air entered into the syringe which was mounted on the side port to aspirate. The dr decided that it was not harmful to the pt, and use of the sheath with the swan ganz catheter was continued. There was no reported delay, complication, injury or death as a result of this occurrence.

Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k number provided is for a similar product that is sold in the us.